Event description:
The user received a questionable hcg + ss (human chorionic gonadotropin + ss) result for one patient sample. The patient was 8 weeks pregnant when a result of 32.24 miu/ml was generated and reported outside the laboratory. The result was questioned by the gynecologist because the pregnancy had no problems and the heart beat of the fetus was present. A new sample was drawn from the patient on (B)(6) 2010 and tested. The result from this sample was 130000 miu/ml. No adverse events were reported. The human chorionic gonadotropin + ss reagent lot number was 158515.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
A specific root cause was not identified. Quality controls were within range. There is no indication of a reagent issue. The field service representative visited the site and did not find any issues. It was found the customer did not use the mandatory sample rack adapters. This can lead to tilted tubes which can cause insufficient sample pipetting and falsely low results. This most likely caused the issue. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event ocurred in (B)(6).